Event description:
Spontaneous - pt said emgality pen sent in july had a defect. Needle was already out and pt was scared to use it. Pt let md know. Pt has no recurrent symptoms from not taking july dose and just wanted to let us know. (There was a missed dose, no adverse event reported), unknown if pt has product on hand for return. No further information available. Reported to (B)(4) by pt/caregiver.